Event description:
The user stated that they got an initial beta hcg value of 849.5 miu per ml on a sample run with a 1:100 dilution done by the analyzer. The user questioned the result as the pt's previous result in 2009 was 27895 miu per ml. The operator then put the sample on straight and the value was greater than 10000 miu per ml. The user then programmed a 1:100 dilution again, and the value was 141,018 miu per ml. The user then ran the same sample one more time with a 1:100 dilution by the analyzer and got a value of 148,100 miu per ml. All testing was performed on the primary green top pst heparinized plasma bd vacutainer tube that was not respun between testing. All other assays were performing acceptably. The user stated that no erroneous results were reported.

Manufacturer narrative:
The field service rep determined, there was a defective measuring cell and replaced it. He performed diagnostic testing to verify the analyzer performance.